Event description:
Customer sat on the commode (possibly without the seat) and the metal bracket broke and cut the patient. Spoke to sales rep for account and she explained patient did not assemble commode properly before use. There was no substantial injury to report.